Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code." H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found it cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 implants were deployed simultaneously. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).